Manufacturer narrative:
MDR supplemental report being filed due to all entries in the f-fields on the inital report were entered incorrectly, showing cardinal health as the importer, which is in error. All f-fields should remain unmarked. No other changes to the report are required.

Manufacturer narrative:
As no lot number was provided, the device history record (DHR) could not be traced. No sample was returned at the time of the investigation. If the sample becomes available, it can be forwarded to us so further evaluation can be performed. According to the supplier, this product code 4850 is a shoecover that does not have an anti-skid coating. Therefore, this product does not contain an anti-skid function. With a review of this product history record, the visual inspect results of all the products produced have met the customer requirements. The manufacturing/transferring/inventory process and the environment of the product have not changed. The materials used in the products have not changed. All the products of this code have passed inspection before launch. It was recommended to the customer, to choose an alternative shoecover that provides an anti-skid function to better serve the situation. From the investigation, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
The customer reported that shoe cover durafit blue 4850 becomes very slippery if the floor gets wet ¿for whatever reason¿ and a surgical tech fell on a wet floor in front of the scrub sink while wearing the shoecovers. The surgical tech suffered a new tear lateral meniscus, left knee; marked worsening of anterior cruciate ligament tear; worsened partial thickness tear posterior cruciate ligament; possible tear of medial cruciate ligament; worsened joint effusion and edema along the medial femoral condyle and tibial plateau. Surgery will be provided however the employee is continuing to work performing, the usual duties.